Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The event occurred during drain 4 of 4 of their treatment. A review of the patient¿s treatment records identified that the patient drained 3622 ml during drain 4 of the treatment. This drain volume is 181% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn)to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The event occurred during drain 4 of 4 of their treatment. A review of the patient¿s treatment records identified that the patient drained 3622 ml during drain 4 of the treatment. This drain volume is 181% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn)to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.